Event description:
This mitraclip is being conservatively reported for increased mitral regurgitation, which the study physician assessed as possibly device related, resulting in a second mitraclip procedure. It was reported that on (B)(6) 2011, a mitraclip was successfully implanted in a patient with mixed etiology (degenerative and functional) mitral regurgitation (mr), successfully reducing mr from 4 to 1-2. Approximately 1.5 years post clip implantation, from (B)(6) 2012, the patient was hospitalized for exacerbation of congestive heart failure, noted by the study physician to have a remote relation to the implanted clip. Approximately 2.5 years post implantation, on (B)(6) 2013, per transthoracic echocardiogram (tte), it was noted that the patient had severe mr. On (B)(6) 2013, it was recommended that the patient have a second mitraclip implanted. On (B)(6) 2013, the patient was re-hospitalized. During the procedure to place a second clip, the first clip was noted to be well positioned with significant jets both medial and lateral to the clip. The second clip was successfully implanted with almost complete resolution of the medial jet. There was no report of adverse patient sequela and on (B)(6) 2013, the patient was discharged. The study physician assessed the increased mr as possibly device related. There was no additional information provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The reported patient effects of worsening mitral regurgitation and worsening heart failure as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. A review of the device history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.